Manufacturer narrative:
The pump passed the displacement, rewind, seating and basic occlusion tests. No unexpected insulin flow blocked alarm noted during testing. The pump was received with a cracked reservoir tube lip, a scratched case and minor scratches on the lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The caller did not know the blood glucose reading. There were no significant events leading to the alarm observed. The customer changed the reservoir and the infusion site, but the alarm was not resolved. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.